Manufacturer narrative:
(B)(4).

Event description:
The patient reported that their therapy had stopped due to a power on reset (por) condition. The patient woke up from a nap with a lot of lower back pain and saw the por message. The por message was an informational por. There was no overdischarge event related to the por. The patient tried to connect to their implantable neurostimulator (ins) and charge the ins but they were not able to. There were no falls, trauma, or electro-magnetic interference events associated with these issues. The patient was able to use their patient programmer to clear the por and turn their therapy back on and the therapy was adequate. The patient had 2 programs; on a1 they could feel the stimulation at 6.3v and on a2 they could feel the stimulation at 7.0v. By the end of the report the patient noted that they were already feeling better. The patient was indicated for non-malignant pain.